Event description:
Customer received blood glucose readings of 35, 110, and 245 mg/dl. The readings were all taken within a few minutes of each other. The difference between these readings falls in the "e" zone of the parkes error grid, showing the difference to clinically significant. The customer did not allege any adverse event as a result of the readings. The customer used his last two strips while troubleshooting the meter, so no product will be available for evaluation.